Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's existing pacemaker triggered a lead safety switch on this left ventricular (lv) lead. The switch triggered due to a spike in pace impedances that were 2049 ohms. Prior to the spike, values were stable between 1700-1900 ohms. After the switch, the values were in range and 1072 ohms. There was also an alert on the lv for intrinsic amplitudes. At this time, the products remain in service. No adverse patient effects were reported.